Manufacturer narrative:
The reported event of failure to alarm file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that device failed to alarm for either fluid side or patient side occlusions..the event occurred during a surgical case in the or. It was reported that there was other generalized complaints of device(s) failed to alarm with occlusion pressure. Although requested, no additional information about the patient, medication, or event provided.